Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that while the external pulse generator (epg) was being used on a patient there was pacing failure due to battery depletion. The device was turned on again but the low battery indication was flashing. The battery was replaced with a new battery. The customer requested that the device be tested by the manufacturer. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.